Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was on crrt. Crrt was stopped around 8am and the patient's temperature dropped at that time in the arctic sun device. They were having the same problem they had the other day. They changed the machine and probe. Target temperature was 37c. Patient temperature was 34.8c via esophageal probe. Water temperature was 34.6c. It was as low as 20c. Flow rate was 1.6lpm. Rewarm rate in normothermia 0.4c/hr. Heater command 44 percentage. Directed nurse to the graph. The dotted yellow line (target) dropped around 8am. The device had been slowly rewarming since that time. Explained some situations that may cause a decrease in patient temperature. Explained the fasted controlled rewarm possible was 0.5c/hr. The water temperature was cooler than patient temperature in attempt to rewarm patient in a controlled manner.

Event description:
It was reported that patient was on crrt. Crrt was stopped around 8am and the patient's temperature dropped at that time in the arctic sun device. They were having the same problem they had the other day. They changed the machine and probe. Target temperature was 37c. Patient temperature was 34.8c via esophageal probe. Water temperature was 34.6c. It was as low as 20c. Flow rate was 1.6lpm. Rewarm rate in normothermia 0.4c/hr. Heater command 44 percentage. Directed nurse to the graph. The dotted yellow line (target) dropped around 8am. The device had been slowly rewarming since that time. Explained some situations that may cause a decrease in patient temperature. Explained the fasted controlled rewarm possible was 0.5c/hr. The water temperature was cooler than patient temperature in attempt to rewarm patient in a controlled manner.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Target temperature was 37c. Patient temperature was 34.8c via esophageal probe. Water temperature was 34.6c. It was as low as 20c. Flow rate was 1.6lpm. Rewarm rate in normothermia 0.4c/hr. Heater command 44 percentage. Directed nurse to the graph. The dotted yellow line (target) dropped around 8am. The device had been slowly rewarming since that time. Explained some situations that may cause a decrease in patient temperature. Explained the fasted controlled rewarm possible was 0.5c/hr. The water temperature was cooler than patient temperature in attempt to rewarm patient in a controlled manner. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.